Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien inspected the device and performed extended self test. The ventilator passed testing.